Manufacturer narrative:
During failure analysis, the reported event of the safety switch not secure in the safe and run positions was confirmed. A possible cause for the safety switch not being secure in the safe and run positions is a damaged or fatigued ramp mover spring. This is not a repairable device; therefore, it was not returned to the user facility following evaluation.

Event description:
The core sumex hand switch was sent to the manufacturing facility for service. After return to the manufacturing facility, it was reported that when the safety switch is in safe mode the handpiece does not activate. However, it was reported that the safety switch did not lock properly to the point where there was a possibility that the switch could slide unintentionally out of safe mode and into run mode. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.